Event description:
It was reported that the patient experienced a hematoma. The patient met with the physician due to swelling at the ipg site. The physician used a syringe to drain out the blood from the ipg site. The physician ultimately explanted the system due to this issue. It was also stated that the site looked infected, but an infection was unconfirmed. The patient is doing well post operation.